Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and pregnancy with contraceptive device ('pregnancy on essure,I've been pregnant 3xs with essure') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On an unknown date, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Plaintiff experienced previous two more episodes of pregnancies which is captured under case number (B)(4). Concerning the injuries reported in this case the following event was reported via social media: hysterectomy. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : following event was added: hysterectomy. Medical history added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On an unknown date, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy on essure,I've been pregnant 3xs with essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrooesophageal reflux disease ("acid reflux"), insomnia ("insomnia"), fibromyalgia ("diagnosed with fibromyalgia after essure had hysterectomy and unfortunately I¿m still suffering"), nausea ("nausea all the time"), migraine ("migraines"), raynaud's phenomenon ("raynauds"), sjogren's syndrome ("sjogrens"), endometriosis ("endometriosis ") and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, gastrooesophageal reflux disease, insomnia, nausea, migraine, raynaud's phenomenon, sjogren's syndrome and endometriosis outcome was unknown and the fibromyalgia and autoimmune disorder had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered autoimmune disorder, endometriosis, fibromyalgia, gastrooesophageal reflux disease, insomnia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, raynaud's phenomenon and sjogren's syndrome to be related to essure. The reporter commented: cross referenced with plaintiff case number :(B)(4) planitiff experienced previous two more episodes of pregnancies which is captured under case number (B)(4) and (B)(4). Concerning the injuries reported in this case the following event was reported via social media : hysterectomy, acid reflux, pelvic pain, insomnia,diagnosed with fibromyalgia after essure had hysterectomy and unfortunately I¿m still suffering, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event autoimmune diseases added. Reporter added. On 23-mar-2020: social media received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On an unknown date, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy on essure,I've been pregnant 3xs with essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrooesophageal reflux disease ("acid reflux"), insomnia ("insomnia"), fibromyalgia ("diagnosed with fibromyalgia after essure had hysterectomy and unfortunately I¿m still suffering"), nausea ("nausea all the time"), migraine ("migraines"), raynaud's phenomenon ("raynauds"), sjogren's syndrome ("sjogrens") and endometriosis ("endometriosis "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, gastrooesophageal reflux disease, insomnia, nausea, migraine, raynaud's phenomenon, sjogren's syndrome and endometriosis outcome was unknown and the fibromyalgia had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered endometriosis, fibromyalgia, gastrooesophageal reflux disease, insomnia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, raynaud's phenomenon and sjogren's syndrome to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) planitiff experienced previous two more episodes of pregnancies which is captured under case number (B)(4) and (B)(4). Concerning the injuries reported in this case the following event was reported via social media : hysterectomy, acid reflux, pelvic pain, insomnia,diagnosed with fibromyalgia after essure had hysterectomy and unfortunately I¿m still suffering, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event endometriosis added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On an unknown date, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy on essure,I've been pregnant 3xs with essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrooesophageal reflux disease ("acid reflux"), insomnia ("insomnia"), fibromyalgia ("diagnosed with fibromyalgia after essure had hysterectomy and unfortunately I¿m still suffering"), nausea ("nausea all the time"), migraine ("migraines"), raynaud's phenomenon ("raynauds"), sjogren's syndrome ("sjogrens"), endometriosis ("endometriosis") and autoimmune disorder ("autoimmune disease") and underwent preoperative care ("pre op"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, gastrooesophageal reflux disease, insomnia, nausea, migraine, raynaud's phenomenon, sjogren's syndrome, endometriosis and preoperative care outcome was unknown and the fibromyalgia and autoimmune disorder had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered autoimmune disorder, endometriosis, fibromyalgia, gastrooesophageal reflux disease, insomnia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, preoperative care, raynaud's phenomenon and sjogren's syndrome to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Plaintiff experienced previous two more episodes of pregnancies which is captured under case number (B)(4) and (B)(4). Concerning the injuries reported in this case the following event was reported via social media : hysterectomy, acid reflux, pelvic pain, insomnia,diagnosed with fibromyalgia after essure had hysterectomy and unfortunately I¿m still suffering, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and pregnancy with contraceptive device ('pregnancy on essure,I've been pregnant 3xs with essure') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On an unknown date, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) planitiff experienced previous two more episodes of pregnancies which is captured under case number (B)(4) and (B)(4). Concerning the injuries reported in this case the following event was reported via social media : hysterectomy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 8-oct-2019: the case (B)(4) (MFR# 2951250-2019-11690) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. Reporter's information updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On an unknown date, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy on essure,I've been pregnant 3xs with essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrooesophageal reflux disease ("acid reflux"), insomnia ("insomnia"), fibromyalgia ("diagnosed with fibromyalgia after essure had hysterectomy and unfortunately I¿m still suffering"), nausea ("nausea all the time"), migraine ("migraines"), raynaud's phenomenon ("raynauds"), sjogren's syndrome ("sjogrens"), endometriosis ("endometriosis") and autoimmune disorder ("autoimmune disease") and underwent preoperative care ("pre op"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, gastrooesophageal reflux disease, insomnia, nausea, migraine, raynaud's phenomenon, sjogren's syndrome, endometriosis and preoperative care outcome was unknown and the fibromyalgia and autoimmune disorder had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered autoimmune disorder, endometriosis, fibromyalgia, gastrooesophageal reflux disease, insomnia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, preoperative care, raynaud's phenomenon and sjogren's syndrome to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) planitiff experienced previous two more episodes of pregnancies which is captured under case number (B)(4) and (B)(4). Concerning the injuries reported in this case the following event was reported via social media : hysterectomy, acid reflux, pelvic pain, insomnia,diagnosed with fibromyalgia after essure had hysterectomy and unfortunately I¿m still suffering, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media case: new event pre op was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On an unknown date, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy on essure,I've been pregnant 3xs with essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrooesophageal reflux disease ("acid reflux"), insomnia ("insomnia"), fibromyalgia ("diagnosed with fibromyalgia after essure had hysterectomy and unfortunately I¿m still suffering"), nausea ("nausea all the time"), migraine ("migraines"), raynaud's phenomenon ("raynauds") and sjogren's syndrome ("sjogrens"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, gastrooesophageal reflux disease, insomnia, nausea, migraine, raynaud's phenomenon and sjogren's syndrome outcome was unknown and the fibromyalgia had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered fibromyalgia, gastrooesophageal reflux disease, insomnia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, raynaud's phenomenon and sjogren's syndrome to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) planitiff experienced previous two more episodes of pregnancies which is captured under case number (B)(4). Concerning the injuries reported in this case the following event was reported via social media : hysterectomy, acid reflux, pelvic pain, insomnia,diagnosed with fibromyalgia after essure had hysterectomy and unfortunately I¿m still suffering, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: migraine, raynauds, sjogrens were added. On 20-mar-2020: social media content received: reporter added. Fu 13 and 14 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and pregnancy with contraceptive device ('pregnancy on essure, I've been pregnant 3xs with essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On an unknown date, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device and gastrooesophageal reflux disease outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered gastrooesophageal reflux disease, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) plaintiff experienced previous two more episodes of pregnancies which is captured under case number (B)(4). Concerning the injuries reported in this case the following event was reported via social media : hysterectomy, acid reflux. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media record received. Event acid reflux was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and pregnancy with contraceptive device ('pregnancy on essure,I've been pregnant 3xs with essure') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On an unknown date, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) planitiff experienced previous two more episodes of pregnancies which is captured under case number (B)(4). Concerning the injuries reported in this case the following event was reported via social media : hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On an unknown date, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy on essure,I've been pregnant 3xs with essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrooesophageal reflux disease ("acid reflux"), insomnia ("insomnia"), fibromyalgia ("diagnosed with fibromyalgia after essure had hysterectomy and unfortunately I¿m still suffering") and nausea ("nausea all the time"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, gastrooesophageal reflux disease, insomnia and nausea outcome was unknown and the fibromyalgia had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered fibromyalgia, gastrooesophageal reflux disease, insomnia, nausea, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) plaintiff experienced previous two more episodes of pregnancies which is captured under case number (B)(4). Concerning the injuries reported in this case the following event was reported via social media : hysterectomy, acid reflux, pelvic pain, insomnia,diagnosed with fibromyalgia after essure had hysterectomy and unfortunately I¿m still suffering, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 11 and 12 processed together. Social media received- new event nausea was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.